Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination found no damage or issues with the balloon material. The device could not be inflated due to severe damage to the shaft of the device. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual and microscopic examination found no damage or issues with the blades of the device. All blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the outer shaft of the device to be severely damaged and torn beginning approximately 110mm proximal of the proximal balloon bond and extending approximately 15mm proximally along the shaft. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the damaged section of the shaft. The inner guidewire lumen is undamaged. This type of damage could potentially have occurred due to an interaction with another device.

Event description:
It was reported that a shaft leak occurred. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a leak of contrast agent occurred on the shaft part of the balloon. The target treatment was completed and there were no patient complications reported. It was further reported that the leak occurred on the catheter shaft.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft leak occurred. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a leak of contrast agent occurred on the shaft part of the balloon. The target treatment was completed and there were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address: (B)(6).

Event description:
It was reported that a shaft leak occurred. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a leak of contrast agent occurred on the shaft part of the balloon. The target treatment was completed and there were no patient complications reported. It was further reported that the leak occurred on the catheter shaft.